Manufacturer narrative:
Findings: pump received with dog chew marks on the case, dog chew marks on the keypad overlay, keypad overlay peeling, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 246 mg/dl. The customer stated she left the pump out when she went to shower and her boyfriends pumpy got a hold of it and chewed on the right side, no damaged to the screen from this and the buttons are unresponsive. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.